Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 411 mg/dl. The customer took 20 units of insulin to treat manually. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 411 mg/dl. The customer stated the pump alarm after battery change. The customer was assisted with reprogramming time/date and checked basal rates for accuracy. The customer did not receive multiple battery out limit alarms. The customer was advised to monitor pump. The customer did not troubleshoot for low reservoir alarm because there is no reservoir in the pump.